Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published +/-3% specification. The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump was under infusing (during testing). No patient involvement.